Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to environmental conditions. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the electric pen drive device had unintended motion, was corroded and the motor was worn. It was further determined that the device failed pretest for check function with test hand switch, check for unintended motion, check function in ¿lock¿ mode with electric pen drive (epd) hand switch, functional test fwd (forward) and rev (reverse) running, check function with foot pedal, check function in ¿lock¿ mode with foot pedal, check power with power test bench and check speed with tachometer. It was noted in the service order that the device was defective. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.